Manufacturer narrative:
Block b3: exact date unknown, event occurred past month from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having soreness at the ipg site when laying down. The patient underwent a revision procedure wherein the ipg was moved a little higher. The patient was doing well postoperatively.